Event description:
It was reported that a drill bit was found broken when the package was opened for the first time. This drill bit was ordered in 2009 on (B)(4), and was opened for the first time on (B)(6) 2012. There was no surgeon or procedure contact. There was no adverse event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The manufacturing evaluation showed complaint statistics of the article and lot number in question has been reviewed. This is the first event referring to the complaint description. Based on the available information we are not able to determine when and where the device got damaged. This complaint is deemed indeterminate from a manufacturing standpoint.